Manufacturer narrative:
A pressure reading failure was reported. Negative internal pressure, p-int, was displayed though the external pressure sensor was displaying zero. The pressure failure occurred during treatment and was noticed on two patients on two different cardiohelps. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop if the interventions were set by the user. A getinge field service technician (fst) was sent for investigation. The fst reset and zeroed all pressures. All pressures were in range. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Log files were not provided. As no parts were replaced, no technical investigation can be performed, therefore exact root cause could not be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: disturbed (emi) pressure sensor - response time is too long, too high / low atmospheric pressure according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2016-05-09. The review of the non-conformities for both failures has been performed on 2024-10-16 for the period of 2016-05-09 to 2024-09-24. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading fault" could not be confirmed. The customer will be informed about the results and advised to follow the instruction for use by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the venous bubble sensor failure was deemed as not reportable and was investigated within the complaint#: (B)(4).

Event description:
Compaint ID: (B)(4).

Event description:
It was reported that there were issues with reading the pressure values which has resulted in the pre-oxygenator pressure reading lower than the post oxygenator pressure. Therfore negative transmembrane pressure is given. No harm to any person has been reported. On 2024-10-02 the information was received that, in addition, the error message "venous bubble sensor defective" was displayed. The failure occurred during start up with no patient involved. As a pressure reading failure, can lead to a pump stop if the intervention is set by the user, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up wll submitted when addtional information become available.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The fst reseted and zeroed all pressures. Then, all pressures war all in range. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Further, 3 venous bubble sensors were quoted to the customer and will be replaced to solve the failure with the defective one venous bubble sensor. A follow up will submitted when addtional information become available.

Event description:
Compaint ID:(B)(4).